Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of oversensing due noise that resulted in noise reversion were noted on the right ventricular (rv) lead. Moreover, technical support was contacted and several episodes of pacemaker mediated tachycardia were also noted on the rv lead. No intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.